Manufacturer narrative:
Evaluation summary: it was caused due to the defective cmos driver pcb.this is random failure. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
When connecting the endoscope on the processor, there is a black screen and an unconnected endoscope error message. This issue happens randomly. This event occurred at the time of before use. There was no report of patient harm.